Event description:
End user reports arm on the right side that tilts chair back is broken, states that when you tilt the chair back, the piece on the arm that stops the chair from going all they way back is broken.